Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and attributed to a faulty transformer of the pace/defib engine. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 76" and "defib disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.